Manufacturer narrative:
It was noted during the visual inspection of the device that the latch pivot screw had backed out from its proper position. Replacement of the pivot latch and subsequent rate accuracy testing found the device to be infusing in specification. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly due to mech noisy, replaced pivot latch due to pivot latch screw back out. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/10/2019 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported noisy- door latch assembly won't latch properly sometimes.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported noisy- door latch assembly won't latch properly sometimes.